Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. On an unreported date in (B)(6) 2015, the patient again experienced peritonitis. On an unreported date in (B)(6) 2015, the patient again experienced peritonitis. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach was not further specified. The peritonitis was manifested by cloudy pd effluent. It was reported that the patient was hospitalized in the same month as onset of the event and was treated with intravenous vancomycin (dose, duration and frequency not reported). The patient was discharged in the same month as hospitalization, peritonitis was ongoing and treatment with vancomycin was continued intraperitoneally (dose, frequency and duration not reported). Approximately two months following initial hospitalization, the patient was again hospitalized for ongoing peritonitis and was treated with intravenous vancomycin (dose, duration and frequency not reported). The patient was discharged in the same month as hospitalization, peritonitis was ongoing and treatment with vancomycin was continued intraperitoneally (dose, frequency and duration not reported). Approximately two months after second hospitalization, the patient was again hospitalized for ongoing peritonitis and was treated with intravenous vancomycin (dose, duration and frequency not reported). The patient was retrained on using proper aseptic technique and was discharged from the hospital. At the time of this report, treatment with vancomycin (intravenously and intraperitoneally) was discontinued and the patient was recovered from the event. Pd therapy was discontinued and the patient was performing in center hemodialysis. Additional information was requested but is not available.